Event description:
During a posterior internal carotid aneurysm coiling procedure, the distal tip of an agility 10 soft guidewire (614179/422455) became damaged and appeared stretched while advancing the sl10 microcatheter over the guidewire. There had been no resistance/friction between the wire and microcatheter prior to the stretching. There was loss of target position, and the entire guidewire was successfully removed as a unit with the microcatheter. The same microcatheter was used to complete the procedure. It was reported that the guidewire had been reshaped using the enclosed shaping tool and devices had been prepped and used as per IFU. The devices had been prepped and used as per the IFU. The procedure was completed with another product.

Manufacturer narrative:
Complaint conclusion: during a posterior internal carotid aneurysm coiling procedure, the distal tip of an agility 10 soft guidewire (614179/422455) became damaged and appeared stretched while advancing the sl10 microcatheter over the guidewire. There had been no resistance/friction between the wire and microcatheter prior to the stretching. There was loss of target position, and the entire guidewire was successfully removed as a unit with the microcatheter. The same microcatheter was used to complete the procedure. It was reported that the guidewire had been reshaped using the enclosed shaping tool, and devices had been prepped and used as per IFU. The procedure was completed with another product. The guidewire was returned for analysis. The tip coil was not stretched or kinked. A slight bend was noticed at about 8 cm from the tip. All tip bonds were intact. DHR review found no non-conformities in the manufacturing process. The reported guidewire stretched distal tip was not confirmed since there was no stretching of the guidewire. The cause of the event experienced by the customer, as well as the slight bend condition observed during the analysis, could not be conclusively determined; however, procedural / handling factors might have contributed to those issues. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Although it was initially reported that the device would be returned for analysis, the device was not returned. Complaint conclusion: during a posterior internal carotid aneurysm coiling procedure, the distal tip of an agility 10 soft guidewire (614179/422455) became damaged and appeared stretched while advancing the sl10 microcatheter over the guidewire. There had been no resistance/friction between the wire and microcatheter prior to the stretching. There was loss of target position, and the entire guidewire was successfully removed as a unit with the microcatheter. The same microcatheter was used to complete the procedure. It was reported that the guidewire had been reshaped using the enclosed shaping tool, and devices had been prepped and used as per IFU. The procedure was completed with another product. The device was not returned for analysis. A device history review was performed by concert medical and no known non-conformities were found. The stretched wire could not be confirmed without return of the device for analysis. Based on the information provide, it is not possible to determine the root cause of the complaint or identify factors that could have contributed to the event. There is no evidence that the complaint was related to a design or manufacturing issue, therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned for analysis on 4/7/2014; however, the analysis has not yet been completed.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Concomitant medications are unknown. (B)(6). Additional information will be submitted within 30 days of receipt.